Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
The customer reported obtaining differences of around 40 mg/dl between her blood glucose readings when comparing the results from the contour meter to that obtained on other meters. No specific readings were provided. There was no allegation of an adverse event. The test strips are not expected to be returned. Since the strip information was not provided, this report will be submitted under the meter information.

Manufacturer narrative:
The customer did not return the suspected product. The in-house contour meter was tested with the in-house contour test strips from lot # 8dj3b03b, which gave satisfactory performance. Additionally, a device history record was reviewed for the affected contour meter (serial # (B)(4)) and no manufacturing anomalies were found.